Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the pre-discharge check the right atrial (ra) lead was found to be dislodged. Subsequently a revision procedure was performed where the lead was successfully repositioned. The following day it was noted that the p-waves were greater than the r-waves and the surface revealed that the ra and right ventricular (rv) leads were reversed in the header of the device. A revision procedure to correct the reversal was successfully performed. No additional adverse patient effects were reported.